Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the pump¿s black box revealed pump reboots. The battery cap attached securely to the pump. The pump was exercised for 24 hours with no power issues occurring. There was corrosion found in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no further evidence of moisture found. Unrelated to the original complaint, the battery compartment was observed to be cracked. (B)(4).